Event description:
The user facility reported to terumo cardiovascular systems that prior to vein harvesting procedure, during set-up, the endoscope was blurry. There was no pt involvement as this occurred during set-up.

Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).